Event description:
It was reported that the device was leaking. No patient involvement was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover and enclosure, the heater was filthy inside and wear and tear damaged plate clip, line cord, pole clamp, and front cover. Functional testing found the device was leaking from the reservoir confirming the customer complaint. The root cause of the reported issue was found to be customer use - crack near the drain tube from repeated use of the drain. Replaced the enclosure, tank, heater, plate clip, line cord, pump, and front cover. Device passed functional testing.